Event description:
It was reported that during an antegrade ureteroscopy procedure, when the basket was pulled into the sheath, the basket broke off with the stone still inside and fell into the patient. The physician used another device and retrieved the basket and the stone. The procedure was successfully completed. No patient injury was reported. Olympus made multiple attempts to obtain additional info via telephone and in writing, but with no results.

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported phenomenon as the basket was found separated and damaged. The exact cause of the basket separation failure cannot be determined at this time. However, it is mostly likely due to a higher than normal force applied on the joint by the operator when extracting a large stone.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time. This report will be supplemented. A device history review was performed and found no anomalies during the manufacturing process.